Event description:
The reporter indicated that the pt has experienced shortness of breath and hoarseness from the day of surgery. The device was activated 9 days post-implant. The device was reprogrammed (turned down) approximately 3 months post-implant. The symptoms continued and the device was inactivated. Following the inactivation, the symptoms persisted. Evaluation by pulmonologist is planned.